Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twelve devices. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; the thread of the suture broke at the loop causing a an extension of the surgery by 30 minutes during which the doctor used his skills and continued the suture without the loop he had broken. There was no injury to the patient.